Event description:
It was reported there was a fill estimate issue intermittently occurring on the pump. There was no adverse impact to the customer¿s blood glucose level. The customer declined to provided further information or perform troubleshooting.